Manufacturer narrative:
Unit passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement, and active current measurement tests. After further review, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both measurements dropped quite a bit but remained out of spec. The high current measurements appears to be due to a problem with both boards. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had off no power alarm. Customer did not received a low battery alert prior to the off no power alarm. Customer stated this was second occurrence of off no power without low battery warning. Troubleshooting was in performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.